Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was damaged low-voltage circuitry. The cause for the damaged circuitry was high voltage pulse energy entering the low-voltage circuitry. The root cause for the high voltage pulse energy entering the low-voltage circuitry was unable to be positively identified. There is no indication that the death resulted from the device malfunctions as the device ws removed prior to passing and was able to detect and treat a patient while active. Device manufacture dates: monitor sn (B)(4): 10/23/2014. Electrode belt sn (B)(4): 11/24/2015.

Event description:
During servicing of a monitor and electrode belt that were returned for investigation into a patient's treatment event and subsequent death reportable malfunctions were found. The electrode belt and monitor failed incoming testing. The device failures did not cause or contribute to the patient death. The patient was appropriately treated and was converted to a slower rhythm. Further monitoring was not possible due to device deactivation.